Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. Prior to the procedure, when the floor nurse was asked to open the suture, the suture packaging tore off without opening the suture and thus couldn't be opened sterilely because the handling flap was torn off. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if the package torn during opening or if it was torn prior to use. In the visual inspection it was observed that the paper was partially torn. However, during the tests, the paper did not tear or separated from the adhesive in a wrongly way. Besides, the results for sealing test fully met the material specification. Therefore, it was not possible to identify the cause for the torn paper as showed in the envelope received.